Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery when she changed the infusion set. When she removed the infusion set, the customer noticed yellow color at the end of the cannula. She dropped her insulin pump twice on the playground. Her insulin pump had some scratches on the screen and battery compartment. While troubleshooting the customer noticed that insulin was coming out forming a bubble. The no delivery alarm was caused by infusion set and reservoir occlusion. Customer's blood glucose level was 97 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.